Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life damage to the pump and stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported a short battery life or a low battery alarm. Customer reported pump has possible physical damage. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1880l. The customer will continue using the device.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the sleep current test, active current test and self-test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. All battery change intervals around the event date are longer than seven days indicating battery is lasting longer than expected. No stuck button alarms noted during testing, however, they were found in the history file [(B)(6) 2024 at 19:02]. The following were noted during visual inspection: cracked battery tube threads, scratched case, scratched keypad overlay, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay cosmetic damage was confirmed with cracked keypad overlay at the center button, cracked battery tube threads and cracked case corner of belt clip rails during analysis. Stuck button alarm was not confirmed during analysis. Battery lasts less than expected was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.